Event description:
In january 2001, the patient learned that they were approximately 5 weeks pregnant. The patient subsequently miscarried and their treating physician ordered serum beta-hcg testing. The patient's hcg levels apparently remained elevated using abbott and bayer test methods even though the patient was not pregnant. (Exploratory surgery showed no signs of fetal tissue). Cancer was suspected and the patient was diagnosed with gestational trophoblastic disease. Allegedly, the patient received chemotherapy which did not bring the bhcg levels down. Later in 2001 the patient underwent total hysterectomy surgery.